Manufacturer narrative:
In response to msb # (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency, a healthcare professional purchased overseas product of botox and juvederm that was used to address their ¿facial droop¿ to remove internal scar tissue inside the frenulum and lip. Hcp used product from oversees at which patient became ¿extremely anxious and uncomfortable but couldn¿t talk or express my concerns¿ during procedure. Hcp decided last minute to inject an additional 80 units of the illegally purchase botox into my masseter muscles, temporomandibular joints, and temoiralis muscles. When I finally obtained the energy to speak I asked hcp to stop the scar removal procedure because I was getting dizzy and felt extremely nauseous. Still recovering, hcp asked me several times to obtain a prescription from my primary care physician for a tmj procedure. Days later, I began to experience sever and recurrent headaches, constant pain and swelling in my lips, jaw and face, bruising, and infections. Symptoms are ongoing. No other information provided.